Event description:
Adverse event(s): "eye collapsed" (intraocular pressure, delayed, uncontrolled). Product problem(s): "during fax, air would not flow" (insufficient flow or underinfusion). The facility reported that during fluid air exchange, air would not infuse. The customer switched back to fluid and had no issue. However, when switching back to air, no flow was received. During troubleshooting, the customer flushed the infusion line to make sure there was no clogging, but still no air would flow. The customer reported the eye collapsed during the case. Multiple attempts have been made to retrieve add'l info but to date no response has been received.

Manufacturer narrative:
The nurse called into technical services to discuss the problem. The nurse reported after the case she tested the fluid air exchange line and she had air coming out from the cannula. Technical services recommended to check the output (airflow) at the scleral wound and make sure that it was clear (not clogged) to let fluid come out while air is coming in. The nurse stated she would discuss this info with the surgeon. At the nurse's request, the service request was closed. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4).